Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure with unspecified issue. Additional information was requested,

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The file was opened from a message from an account manager about a "possible" toric lens explant. Follow up attempts were made to gather more details of the event. No further information has been provided at this time. Not enough information was provided from the account for further investigation. Filé will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).